Event description:
A (B)(6) female patient called zoll customer support to report that she ws receiving frequent check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evvaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The cable showed signs of physical abuse. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.